Manufacturer narrative:
(B)(4). The device was manufactured october 12, 2012 ¿ october 13, 2012. Photographs of the device were not received for evaluation; therefore, a photographic analysis could not be performed. The device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿cap¿ of a large volume infusor disconnected easily, causing the oncological solution within the device to leak. This occurred during or after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The physical device is reported to be unavailable for evaluation; however, photographs of the device was received and will be inspected. A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.